Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced a low reservoir anomaly and an unexpected battery power loss. The customer reported no adverse event. The event involved product(s) mmt-1885l. Troubleshooting was performed, and the customer reported an issue with the low reservoir alert on the pump. No harm requiring medical intervention was reported. Mmt-1885l was requested and the customer response was the device will be returned.

Manufacturer narrative:
The pump passed all functional testing including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test, and the dat test at .08690 inches. The trace and history files were successfully downloaded using thump. During testing the pump was primed and seated properly at 20.0 units left. The low reservoir alarm activated properly. A review of the pump history file reveals two pump error 53 (filenumber 26100 linenumber 24578) alarms (7/22/2024 and 8/18/2024) due to abort exception ( bus exception) - possible hw issue as per fileid=0; 5000 < fileid<32000; fileid>33000 or linenum= 0 or >10000. There are no low battery alerts, replace battery alerts, or replace battery now alarms found in the pump history file. Verified the low reservoir reminder alarm for 20 units, installed a water filled test reservoir, and primed the pump. Verified that the units left in the test reservoir and those left on the display matched (74 units). Several boluses were programmed and delivered. The low reservoir alarm activated properly at 20.0 units left and displayed 19.0 units left after the bolus. Programmed an additional two bolus deliveries and the reservoir estimate at 0 u alarm activated properly. Programmed another additional 30-unit bolus delivery and the pump alarmed no reservoir detected properly. No low reservoir, reservoir estimate at 0 u, or no reservoir detected alarm anomalies noted. The pump was cut open to perform a visual inspection. No evidence of physical or moisture damage was found on the electronic assembly (pcba 1 and pcba 2), motor, or force sensor. A p-cap locks into place inside the reservoir compartment properly. The following were noted during a physical inspection: scratched case and pillowing keypad overlay. The pump passed all functional testing. Pump error 53 alarms are confirmed, fault isolated to the hardware. Unexpected replace battery now alarm (unexpected battery power loss) is not confirmed. The pump not alerting low reservoir properly (low reservoir did not alert them as expected) complaint is not confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.